Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade III.

Event description:
Patient reported of the left side device: ¿firm and looks abnormal due to capsular contracture¿, which constitutes a Baker grade of III. Later healthcare professional reported removal due to "cardiac defibrillator". Later healthcare professional reported "capsular contracture with pain and deformity of the breasts", "mastodynia", "intact implant was removed. There was some debris from the breast implant which was removed". The device was explanted.